Event description:
It was reported that patient that had difficulty charging the implantable pulse generator (ipg) and inability to charge beyond two bars. It was noted that patient pain at the implant site. The patients ipg had also migrated. The patient underwent an ipg replacement and was doing well post operatively. The explanted device will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.